Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. Two control cables from the electromagnetic interference (emi) box to the video monitors were replaced. The system was tested and operates as intended.

Event description:
The customer reported during a case both monitor screens went blank while performing fluoro. No patient injury was reported.